Event description:
This report submitted by the litigation specialist does mnot provide the name of the deployer of the angio-seal involved in this incident. The name of the deployer remains unknown, therefore, it is impossible to know whether there is proof of certification. I have enclosed a copy of the iniital medwatch report sent by the hospital.

Event description:
During deployment of angioseal, the sealant device did not completely go internally and deploy on insertion side of (r) femoral artery. Had to push collagen seal internally with hemostats and by the time the artery sealed there was a hematoma the size of a softball.